Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive reactions with anti-a of ih-card abo/d(dvi-)+rev. A1, b on ih-1000. The customer stated that visually the reactions were clearly and correctly negative. The customer did neither provide a sample of the allegedly defective product for investigational testing nor the patient samples that caused the false positive test results. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples on ih-1000. All positive and negative reactions were correct and correctly assessed. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Regarding the affected instrument ih-1000: the investigation of the files uploaded is still ongoing. But our field service engineer was unable to collect the support back up because the customer refuses to be offline for that long amount of time

Event description:
The customer reported false positive reactions with anti-a of ih-card abo/d(dvi-)+rev. A1, b on the ih-1000. The customer stated that visually the reactions were clearly and correctly negative. The customer did neither provide a sample of the allegedly defective product for investigational testing nor the patient samples that caused the false positive test results. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples on ih-1000. All positive and negative reactions were correct and correctly assessed. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The trace files of the affected instrument ih-1000 were analyzed. One of our field service engineers was on site to collect the support back up but the customer refused to be off line for that long amount of time, so it was not possible. Analyzis of the ih card 710009149040230409115133 confirmed the "1+" anti a well interpretation. Visually, the well was negative and according to the well analysis, we suspected that the algorithm didn't correctly identify the analysis area on the well anti a. Our first recommendation was to check the reading module and to focus on the azimuth adjustment. Based on the investigation the complaint was classified as confirmed - upp (unexpected product performance): the customer did not provide the complaint sample and the retention sample reacted as expected. But based on the analysis of the data file the complaint had to be confirmed. A similar issue of a false positive reaction in the forward testing was already forwarded to the research and development (r&d) department for further investigation. We forwarded our strong recommendation of checking the reading module of the instrument. But the customer refused this with the argumentation that the issue has been resolved and does no longer exist.

Manufacturer narrative:
This is our final report on this incident.